Event description:
Reportedly, the anvil came loose and remained in the colon after the instrument was removed. Longer operating time was required for the surgeon to retrieve the anvil by colonoscopy.